Manufacturer narrative:
(B)(6). The laser machine was examined and tested by an amo field service specialist (fss). The fss confirmed the flap cut was not centered on the cone glass resulting in the incomplete flap. The galvo block assembly was replaced and the optical path was aligned to resolve the issue reported the fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete side cut due to issues with the centration (treatment parameters). A brief description from the surgery center indicated the laser was blocked by an error message and flap was performed. Although, the flap was performed, it was decentered; not properly performed. The surgery center indicated the treatment centration was not possible to confirm due to diameter parameter.